Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 leads ECG. There was no reported adverse patient impact. The field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. Because the problem could not be recreated the cause could not be determined.

Event description:
The customer reported unable to acquire 12 leads ECG. There was no reported adverse patient impact.